Event description:
Alleged patient revised due to mom complications: metallosis and pseudotumors which he debrided; pain:- right.

Manufacturer narrative:
This is the same event as 3010536692-2015-01131, -01133.